Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-mar-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 500 mcg/ml; 120 mcg/day via an implantable pump. Indication for use was cerebral palsy and intractable spasticity. The date of the event was (B)(6) 2018. It was reported the patient was kicked in the abdomen at school around one month ago. Since this trauma, there had been a fluid collection in the pump pocket. A dye study was performed (B)(6) 2018. Samples of the collection were sent and did not find infection or presence of cerebrospinal fluid (csf). On (B)(6) the pump segment and pump were replaced and will be returned to the manufacturer. The catheter was kinked at the catheter access port (cap) when the pump pocket was initially opened. Intra-operatively the hcp injected preservative free normal saline (pfns) into the cap while the pump segment of the 8780 was attached to the pump. The pfns leaked from the cap around the pump connector while still attached. The tip segment remains implanted, 1cm trimmed from the tip and connected to the pump segment of the new 8780. Patient status was alive - no injury. The issue was resolved. Patient weight was 24 kilograms. Medical history was asked and will not be made available. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found a kink in the catheter body. The pump was returned and analysis found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.